Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -8.5/1.5/089 (sphere/cylinder/axis) implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2018. The lens was exchanged on (B)(6) 2019 due to low vault. It was reported that this exchange did not resolve the problem. Additional information has been requested for this case. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
"Exchange did not resolve the problem" in original MDR is not applicable. The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens of -8.5/1.5/089 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2018 . The lens was exchanged on (B)(6) 2019 due to low vault. The exchange resolved the problem. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found that the haptic was torn. (B)(4).